Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. Returned sample not available for investigation. Hence the investigation was based primarily on document history reviewed. However, in the absence of returned sample and limited information available on this complaint, further evaluation could not be conducted to identify the actual root cause of this failure. Thus, this complaint could not be confirmed.

Event description:
It was reported that the catheter was introduced in intensive care unit and there was a leak between the tube to the funnel and valve.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was introduced in intensive care unit and there was a leak between the tube to the funnel and valve.